Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a blank console screen, no flow and s3 alarm was confirmed via the log file. The centrimag motor was not returned for analysis; however, a log file was downloaded from the returned and associated centrimag 2nd generation primary console (serial #: (B)(6)). A review of the log file showed events spanning approximately 151 days (B)(6) 2018 ¿ (B)(6) 2019 per time stamp). The console was operating a motor at a speed of ~5000 rpm with a flow ~6.3 lpm. On (B)(6) 2019 at 21:36, the sub fault ¿sf_ifd_shutdown_detected¿ activated and triggered the alarms ¿system alert: s3¿, ¿set pump speed not reached: m5¿, ¿flow below minimum: f3¿, and ¿flow signal interrupted: f2¿. The flow dropped to 0 lpm and the speed dropped to ~3200 rpm. The alarms were able to be muted and cleared. Reports of similar events have been documented and corrective action had been initiated to investigate the issue. The investigation has determined that this event was caused by a motor related issue. Reports of similar events will continue to be tracked and monitored.

Manufacturer narrative:
The console screen losing display was reported under MFR # 2916596-2019-00832. The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date and unique identifier (UDI) are unknown. The device did not returned for analysis. The complaint investigation determined the reported event was the result of a software design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis

Event description:
This event was previously not reported due to the alarms being associated with the console. Abbott made the decision on (B)(6) 2019 to initiate a voluntary recall, therefore, this event is being upgraded to reportable. The patient was being supported with a ventricular assist device for acute support. It was reported the console screen "went black" while supporting the patient; the monitor displayed information but perfusionist was unable to turn console screen back on. No flow and s3 alarm were showing on centrimag monitor although rpm was showing, and console was not detecting flow. One bedside specialist checked for flow in cannulas and forward flow was noted. Rpms were reduced to switch the patient to the backup system, causing flow to decrease. Clinician immediately dropped flows to 1l by reducing rpm, and then specialist clamped tubing and changed out consoles to backup. The switch to backup system was performed with no issues. Flow was returned to circuit. It was reported the patient's vitals stabilized and pre and post-oxygenator gas was drawn. An arterial blood gas (abg) sample from arterial line was sent to lab for evaluation of oxygenation status. No additional information was provided.